Event description:
During an unknown procedure, two defects were found during routine check up by salesman: the remote control socket (where the footswitch plugs in was loosen. The green and blue connector port were broken. Device was not being used in a case. No patient consequence noted. 1 device returning.